Event description:
Customer reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support on methods to press the button more effectively and informed that the defective pump would be replaced. Customer opted to use multiple daily injections as a backup therapy to ensure continuous insulin delivery and was guided on returning the faulty pump using a pre-paid label.